Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that simultaneous flow occurred while using a clearlink system secondary medication set. This event occurred during patient infusion setup with primary 500ml normal saline and a secondary unspecified antibiotic. After the pump completed the infusion, half of the secondary medication had not been delivered. To resolve the issue, the nurse re-ran the antibiotic infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.